Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having some really bad side effects from their implantable neurostimulator. Patient reported ever since they put in their deep bra in stimulator their seizures have increased and not too long ago when they turned it up, every time they turned it up, their seizures increased. Patient stated this time when they turned it up their memory was completely wiped like they have amnesia. Patient clari fied they didn't know their name, their birthday, who their husband was, or where they were. Patient stated their memory is completely gone and not there. Patient stated when their dbs died everything was back to normal, their memory came back completely, and their seizures were gone. Patient stated their implant is dead right now and stated they are just trying to get in contact with a manufacturing representative and their healthcare provider patient stated they are one of the first people that have had this put in the certain location they have it in and patient stated it is in the thalamus and hippocampus of their brain. Patient provided event date as every time they turn it up like every 3 months or so and stated it started when they turned it on sometime in (B)(6) 2024. The patient was redirected to their health care provider to discuss symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.